Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg had become inoperable. Surgical intervention may occur to address the issue.

Manufacturer narrative:
Upon review, the issue should not have been submitted as a medical device report (MDR) as additional information is needed to determine if the recharge burden exhibited by the patient is normal device characteristics.